Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion noted at 27.5 ¿ 27.7cm from the connector pin. Exposing the outer coil, consistent with friction to device can. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.